Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg revision procedure wherein the ipg was moved from the lower left back to the right lower back. The patient was doing well postoperatively.